Event description:
During routine testing of the device at the service center, the service tech reported that the blood pressure monitor was faulty and did not pass the traveling standard reference sensor test. Since the event occurred during routine testing, there was no pt involvement.